Event description:
It was reported the customer received a blank display. It was also found the customer had a screeching noise coming from their motor on their insulin pump. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer also reported their blood glucose reaching 410 mg/dl. Customer was able to lower their blood glucose to 325 mg/dl with manual injections. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.